Event description:
Arjo was informed about an event involving the nimbus professional mattress. It was reported that the mattress appeared skewed, which could pose a risk of patient falls. No injury was reported, and it could not be confirmed whether a patient was present on the bed at the time of the event. During the mattress inspection, an arjo technician identified a cracked inner tube in the automatt, which caused the mattress to overinflate and become uneven.

Manufacturer narrative:
The cause of the automatt over-inflation is incorrect circulation of the air in the automatt sensor pad (mattress base) due to inner tube damage. The tpu tube (p/n nmb513) may break over time due to the extruding force of the silicone tube and the external bending force. The membrane of the grommet was punctured. When the grommet membrane is punctured and load is applied on the mattress, air will escape through the punctured membrane, reducing the risk of the automatt over-inflating and the patient's falling. The instruction for use for nimbus 4 and nimbus professional (649933en) states: "do not place the patient on the mattress until it is fully inflated and normal operating pressure has been reached." To sum up, the nimbus professional mattress did not meet its specifications since the automatt sensor pad was faulty. It could not be confirmed whether a patient was present on the bed at the time of the event. No injury was reported. The complaint was decided to be reportable due to the nature of the failure (automatt overinflated). The device is distributed outside the us and no gudid information exists.